Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 14 events were reported for this quarter. 14 devices were received for evaluation. 5 events were duplicated during testing. 2 devices were found to be affected by a breakdown in lubrication. 1 device was found to be affected by internal corrosion. 1 device was found to be affected by worn components. 1 device was found to be affected by shattered bearings. 5 events were not duplicated during testing; however, the device was outside specifications. 3 devices were found to be affected by internal corrosion. 1 device was found to be affected by a breakdown in lubrication. 1 device was found to be affected by worn components. 2 events were not duplicated during testing; the device was found to be within specifications. 2 device evaluations are in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 14 malfunction events, in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 14 events were originally reported for this failure mode during the reporting quarter. 15 events should have been reported; 1 event was inadvertently excluded. 2 previously reported events are included in this follow-up record. Product return status: 2 devices were not available to stryker for evaluation. 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 15 </noe> malfunction events, in which the device reportedly overheated. 14 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.